Manufacturer narrative:
(B)(4). Analysis of the device (forceps cev133 bipolar 350mm lrg botella) indicated that there is an electrical leak at the electrical control. The leak is most likely caused by a coating defect on the instrument. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
The device (forceps cev133 bipolar 350mm lrg botella) was returned to mxi for service <(>&<)> repair. It was reported that there is a coagulation fault. There was no reported patient impact.